Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 89% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488, implantable pacing lead, (B)(6) 2010; 4470, competitor implantable pacing lead, (B)(6) 2010; 693565, implantable tachy lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the device reached its recommended replacement time (rrt). The device reportedly had battery depletion that was premature or earlier than expected. The device was removed and another device was implanted. No patient complications have been reported as a result of this event.